Manufacturer narrative:
Sc 1132 (sn (B)(4)) the complaint was confirmed. The battery depletion rate increased from 1.81 mv per day to 15.67 mv per day when the stimulation is turned off. Consequently, with stimulation on, the battery depletion rate worsened from 46.76 mv per day to 85.0 mv per day. The quiescent current is slightly out of the expected range. Therefore, more frequent charging was needed. The device appeared to be damaged by an unknown source.

Event description:
A report was received that the patient had frequent ipg charging and the charge depletes quicker than usual. Database analysis revealed no anomalies. It was believe that charging more often started after the patient went through a tunnel. The patient underwent an ipg replacement procedure. There was malfunction suspected with the ipg. The patient was reportedly doing well postoperatively.